Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product cannot be returned.

Event description:
Bottom piece fell off in mouth- dual clean brush heads [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2018 that the bottom piece of an oral-b power oral care refills dual action unknown (1 count) fell off in his/her mouth. No symptoms were reported. The consumer reported having used oral-b electric brushes for years, he/she had this brush for a long time, and this was the first time this has had happened. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.